Event description:
The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report . At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. At this time, it is unknown whether or not there was any patient involvement associated with the event.

Manufacturer narrative:
The vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported the exhaled tidal volume is reading low on the vent. The fsr reported all transducers passed calibration testing. After further troubleshooting, the fsr reported the o-rings in the flow sensor receptacle were the incorrect sizes. After further investigation, the fsr reported the customer flow sensor is reading approximately 50 ml below actual exhaled tidal volumes (monitored) when compared with good flow sensors. As a result, the fsr discarded the flow sensors and reported the customer will need to replace flow sensor with floor stock. The fsr returned the device to service specifications and reported no further issues.